Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
An international distributor reported their customer's AED asi is flashing red, and the device is reporting a service code and "unplug pads". The customer did not report this occurring during patient use.